Event description:
It was reported that there was noticeable condensation and bubbles on the infusion set. Causing blood glucose levels to rise significantly. There was no reported impact to the customer¿s blood glucose levels being outside of normal range. Corrective actions involved reviewing insertion techniques, confirming adherence to usage guidelines, and requesting replacements, while the problem was noted to resolve on its own after removing the infusion set.